Event description:
The product manager, reported that, one year ago, during the implantation of a plate, the screw head broke. The surgeon hadn't removed the screw at this time. Recently, he removed the plate, so he removed the screw too. No consequence for the patient was reported.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.